Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was reported to be due to conjugative bacteria. The patient was treated with vancomycin for the event. The patient hospitalization and patient outcome were not reported. It was reported that pd therapy was continued during the treatment. At present, pd therapy has been stopped. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.